Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted there was high thresholds. The device was reprogrammed and the lead remains in use. The patient is enrolled in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.